Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to corroded electronic assembly. The boards inside the unit were heavily corroded, and the motor assembly was rusted out. Unable to perform functional tests including displacement, and self tests due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to fluid. The customer¿s blood glucose was 5.6 mmol/l. Troubleshooting was done for moisture exposure. Customer stated that they did hear fluid when they shakes the insulin pump. Customer stated they saw fluid under the lcd. Customer reported they noticed crack on the insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.